Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. Based on the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. Stroke and hemorrhage are known adverse events associated with these types of procedure and noted as such in the direction for used (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported in an article in neurosurgery that a patient underwent thrombolysis and balloon angioplasty of the basilar artery that resulted in partial recanalization. Post procedure the patient suffered a hemorrhagic infarction. It was reported that the patient was discharged without symptoms. No other information is available.

Event description:
It was reported in an article in neurosurgery that a patient underwent thrombolysis and balloon angioplasty of the basilar artery that resulted in partial recanalization. Post procedure the patient suffered a hemorrhagic infarction. It was reported that the patient was discharged without symptoms. No other information is available.